Manufacturer narrative:
It is indicated that product is not returning for eval. Retain strip testing results met both accuracy and repeatability criteria. A review of the MFR record for the lot did not uncover any non-conformances. Lot meets release specification. Although the root cause analysis did not include return testing, improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleging receiving discrepant inratio values. On (B)(4) 2014: inratio 1.1 repeat inratio 3.3. Time between tests less than 5 minutes. Pt's therapeutic range 2-3. Pt reported milking finger after fingerstick. No reported adverse pt sequela. No additional info provided.